Manufacturer narrative:
Reported event: no rf power output. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure on (B)(6) 2014. According to the complainant, the generator failed to deliver energy; it would not produce a spark. The procedure was completed with another endostat iii rf generator. The biomedical engineer on site tested the unit, and was unable to replicate the issue. The device has been used successfully since this event. There were no patient complications as a result of this event.